Event description:
Event description guidant received information that upon interrogation of this pacemaker the r waves had decreased significantly, the daily measurements are only from the last month, and the device was implanted 6 months ago. There are also many ventricular tachycardia episodes on the electrogram, but show a p wave followed by a sensed beat. The patient was not symptomatic.